Manufacturer narrative:
The computer for the navigation system was returned to the manufacturer for analysis. The computer was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.

Manufacturer narrative:
It was reported that when exams transferred, it would sit indefinitely before eventually transferring, as though it was in a queue. A medtronic representative reported that a terminal window was opened. Following commands, the representative reported that the directory size was increased to compensate for the number of exams being uploaded. \

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to site to test the equipment. Representative was able to replicate the reported issue and the imaging system was able to transfer images to other navigation system. Software was uninstalled and re-installed and a computer was also replaced but there is no confirmation of resolution. The suspect computer has not been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that during an in-service, the imaging system would intermittently transfer images to navigation system. There was no patient present at the time of the issue.

Manufacturer narrative:
A software analysis was initiated to determine the probable cause of the issue through known anomaly determination. Analysis found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.